Event description:
Hospital has received 3 custom kits (convenience kits) which did not have completely sealed pouches, thereby were not sterile. The kits were not used, but were destroyed at the hospital.